Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had skin infection. Customer stated the site does show signs of infection. Troubleshooting was done. Customer's blood glucose was unknown. Customer had infection in his upper thigh. Customer stated he had infection for a week now and the last one he had lasted for 2-3 weeks, he went to health care provider for antibiotic pills. Customer stated he is on plavix and blood thinner and has heart disease and is diabetic. Advised the customer that sensor only approved for insertion in the abdomen and intended for 3 day use only. No further information provided.